Manufacturer narrative:
Tested with a test p-cap and the test p-cap does not lock in place properly. The insulin pump was received with missing retainer, partially broken off reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. The insulin pump was received with scratched casing, minor scratches on lcd window, a dent on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture and peeling end cap address label.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states o-ring has come out from the reservoir compartment. The insulin pump was returned for analysis.